Event description:
The event was received via maude event report. No additional information is available. On (B)(6) 2012: spoke with the attorney representing the physician. He reported the physician had a hand laceration and has sustained long term injury. The actual sample involved in this event was discarded.

Manufacturer narrative:
(B)(4). Sample will not be returned.